Event description:
A marathon was being prepared for use in an avm treatment. It was reported the catheter perforated a pt's vessel while navigating over the mirage guidewire. The pt's current status was reported as weak on left side.